Event description:
It was reported that the patient underwent dorsal instrumentation with posterior fixation from l2 to l5 with pedicle screws in l2, l3, l4, and l5 due to a l3 and l4 traumatic fracture. The patient had a very hard bone, so it was very difficult to get into the pedicle. Because the l5 screw on the right side was too deep in the bony elements the surgeon wanted to remove the screw with the ball end screw driver. The surgeon put the driver in the screw and turned it counter clockwise and suddenly the tip of the screwdriver broke off and remained in the screw shrank. The surgeon was not able to remove the screw. The screw and driver tip were left in position, and the rod was inserted per procedure. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned instrument found that the hex 3.5 mm ball tip was broken at the start of the hex 3.5 mm ball tip feature (reduced section between the shaft and the hex 3.5 mm ball tip). The broken part was not returned for analysis. The hex 3.5 mm tip is twisted in the bone screw untightening direction (corresponding to the bone screw removal). The twist and the breakage of the driver are consistent with overloading applied to the driver during the bone screw removal due to the bone screw stuck in hard bone.